Event description:
Lap chole - "dr. (B)(6) had a lap chole case today (B)(6) at 9:30. Case went well and was normal. Very large gall bladder w/ no stone. Upon pulling the gall bladder out, the bag busted. There was a lot of tugging on the bag to try and get in through the incision. Dr. (B)(6) didn't have an issue with the bag at all and claimed that it was due to the large size of the gall bladder and the amount of tugging that went on."

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report will be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed.